Event description:
Customer reported one incident of a blood leak with the exeltra dialyzer. Blood loss was reported as minimal. No pt injury or medical intervention was reported. Per customer, no further information was retained regarding this incident.